Event description:
It was reported that a spectrum pump had an issue of tube occlusion alarms. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of "tube occlusion alarms". Downstream occlusion testing was performed and passed. An event date was not provided but review of the event history log revealed only downstream occlusion messages, and no upstream occlusion messages. However the log cannot be used to distinguish between true and false alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.